Manufacturer narrative:
Based on the investigation performed and the information provided there is no indication of the product is not performing as intended. The discrepancy alleged is likely due to sample or site specific factors. These samples could be near the lod, therefore contamination cannot be ruled out. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged multiple samples generated presumptive positive results with the cobas sars-cov-2 test on test runs performed (B)(6) 2021. Repeated testing was performed on either the cepheid® and bdmax system, and the results were negative. The presumptive positive results were reported out. No harm or injury alleged. 14 mdrs will be filed, one for each of the reported results for each patient.

Manufacturer narrative:
An investigation is currently ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).